Event description:
It was reported that oversensing noise was observed via a scheduled remote transmission. No intervention was performed. There were no known adverse health consequences to the patient.